Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and vaginal scarring. It was reported that patient underwent lysis of bowel adhesions due to pelvic adhesions in bladder. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, uterosacral vaginal suspension,vaginal repair of multiple pelvic support defects including cystocele, rectocele and enterocele; due to stress urinary incontinence, multiple pelvic support defects including cystocele, rectocele, and enterocele.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent abdominal presacral mesh colpopexy, lysis of adhesions, cystoscopy and a partial excision of eroded mesh on (B)(6) 2004 due to vaginal prolapse. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh and bard pelvicol were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.